Event description:
The customer reported that when selecting between 50 and 70 joules, an AED mode message was displayed. There was no report of patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.